Event description:
Reportedly, during the implant attempt, difficulties were encountered while operating the fixation mechanism of the device. Once positioned, it was possible to extend the helix. The physician used a screwdriver stylet from a medtronic lead to extend the helix, but this stylet could not be removed. The lead was removed from the pt, and another lead was subsequently implanted.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.